Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose value of 348 mg/dl, confirmed by fingerstick, and was guided through troubleshooting that included checking tubing and infusion site without identifying an issue and was advised to wait. Symptoms included high blood glucose. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed no device malfunction detected and no component anomaly identified based on user checks. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.